Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the image storage was not available due to which image processing was not possible. Review of the log files confirmed the malfunction of the frontal ippc (image processing pc). This issue had recurred again. The fse replaced the ippc and the data drives to resolve the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that image storage was not available and therefore, image processing would not be available. The issue was found during clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and replaced the image processing pc which returned the device to use in good working order.